Event description:
It was reported by the rep the device was used during an interstitial laser coagulation. It was reported out of a box failure on the laser. During the case, co continued to have connect fiber message on the laser. There was no consequence to the pt. 09/04/1998 during the complaint analysis, the heat shrink marker on fiber #41274 was observed to be torn, in and of itself considered a malfunction.